Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that in september 2022 patient had 3 cardiac stents placed where the device was not placed in surgery mode. Subsequently, the ipg was unable to communicate with external devices. Troubleshooting was attempted by an abbott representative to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. A patient was unable to connect to their ipg was reported to abbott. It was determined the device was not placed in surgery mode. As a result, the ipg was unable to communicate with external devices. Troubleshooting was unsuccessful. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.